Manufacturer narrative:
Visual inspection of the returned system controller power lead connectors revealed that the pins in the connector of the white power lead were intact and unremarkable; however, two broken pins were found in the connector of the black power lead. Functional testing of the system controller using the equipment in our lab revealed that power to the system could be interrupted when the white power lead was disconnected during a power exchange. The missing redundant pins in the connector of the black power lead most likely resulted in insufficient power to the system which would have resulted in the system controller to display a "red heart" warning. Although it was reported that the patient received a "red heart" alarm while connected to the white power lead of the system controller, based on our investigation findings of the returned device, the reported alarm would only have occurred if the patient was solely connected to the black power lead during a power exchange. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing is file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that while the patient was exchanging power sources from battery support to the power module, a "red heart" warning light was displayed on the system controller while the patient was still connected to the white power lead. The patient successfully exchanged to a backup system controller per the manufacturer's instructions for use with no further issues reported.